Manufacturer narrative:
Date of event: it should be corrected to (B)(6) 2017. Previous stated "follow up" #2 but it was "follow up" #1. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for the unit within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/2.00/86 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for the same size and diopter lens due to lens tear/beak during injection into the eye. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Lens was returned dry, in microcentrifuge vial. Visual inspection found piece of haptic missing, clear surgical residue on the lens surface. (B)(4).